Manufacturer narrative:
The meter and strips were requested for return. Only the meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr. Qc 2: 5.7 inr. Qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 11:57 am, the result was 1.5 inr. At 2:56 pm, the result was 2.0 inr. The therapeutic range was 2-3 inr and the patient tests twice a week.